Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device displayed different longevity measurements on the quick look screen as compared with the battery/lead page. The clinician noted a short longevity estimate on the quick look screen. The device remains in use. No patient complications have been reported as a result of this event.